Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6936 lead, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock while working on electrical equipment. The implantable cardioverter defibrillator (ICD) has since continued to emit an alert every four hours. It is suggested that electromagnetic interference caused by the electrical equipment caused oversensing of the device resulting in the right ventricular (rv) lead shock. Technical services has suggested that the patient's device be interrogated to determine the cause of the alert. The ICD and lead remain in use. No further patient complications have been reported as a result of this event.